Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure:, rep. Electrical/ mechanical burning smell when turned on [update - it did not become hot and nobody was burned or injured by the device. As soon as the or noticed the smell, they closed the or until we were able to get the fix in. ] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the dust build-up on the cpu heatsink. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.